Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. On (B)(6) 2024, the patient was getting a high reading on the dexcom so she decided to go to the hospital and was accompanied by her husband. When they arrived at the emergency room, the nurse checked a finger stick and her bg was 496 mg/dl and the dexcom was still showing "high". The patient was treated with 2 bags of IV fluids and 10 units of insulin. The patient was in the hospital until 2:00am for monitoring then was discharged. During the time of the event, the patient was getting intermittent signal loss and when readings would come back it would read, "high" or sometimes around 300 mg/dl. The only symptom the patient reported was feeling thirsty. At the time of the report, the patient was feeling better. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. Voltage testing was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.